Manufacturer narrative:
D9: date returned to mfg 5/3/2024. One device was received for evaluation. Visual inspection found no physical damage. Review of the event history log didn't have a record of the reported alarm; however, a 'check syringe plunger sensor' alarm was revealed. Functional testing was unable to duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a history of primary audible alarms and plunger issues. There was no patient involvement and no patient harm.